Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00457 initial report on 2021-10-01. Additional information - 2021-10-01. Siemens has concluded the investigation for observations of imprecise immulite 2000 xpi growth factor-1 (igf-1) initial patient results that were considered discordant when compared to repeat results. Siemens customer service engineer (cse) verified the dispense of the water and substrate pump volumes were within specification. The cse verified the wash station was clean and the probe angle of the sample and reagent probe are good. The watertest was performed and within specification. The cse ran calibrations and controls and all passed. The cse ran precision test for igf-1 using 20 replicates and the results were in acceptable range. While there is insufficient information to determine the cause of the imprecise initial patient results , siemens cannot rule out pre-analytical factors or sample issue. Based on the investigation, no product problem was identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results.

Event description:
A customer contacted siemens to report observations of imprecision with immulite 2000 xpi growth factor-1 (igf-1) that caused discordance between initial and repeat test results. Patient samples were tested and the results were reported to physician(s), who questioned the results. The samples were retested on the same day and results were lower. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report observations of imprecision with immulite 2000 xpi growth factor-1 (igf-1) that caused discordance between initial and repeat test results. Siemens healthcare diagnostics is investigating. The limitations section of the instructions for use states: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings."